Event description:
The patient was stable and asymptomatic.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited an increase in pacing and defibrillation impedance. High threshold was also noted. Imaging was done and no physical anomalies were present on the lead. The lead was capped on (B)(6) 2024 and successfully replaced.